Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pump battery life did not meet the expectations of the user. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/26/2015 with the following findings: a review of the pump¿s black box history showed evidence of partially discharged batteries being installed. The battery compartment was found to be cracked in the thread area and below the grip pad. The battery compartment threads were found to be damaged. The returned battery cap was not able to be secured to the pump and was unable to maintain an electrical connection with the pump. The returned battery cap threads were found to be damaged and evidence of moisture contamination was found on the underside of the cap. A test battery cap was used to complete all testing. The pump¿s electrical current draws were found to be within the required specifications. A leak test was performed and a battery compartment leak was found. The pump case was removed and no evidence of moisture was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.